Event description:
Report received showed signs of solution leakage during pt use. Reporter stated device contained 5 fluorouracil solution. Reporter stated that white precipitate was found around the device's inlet port, which was a sign of drug leakage. Reporter further indicated that pt was examined for complications or chemo exposure but none were observed.